Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were not responding as they should. The reporter stated that the up and down buttons were intermittently responding and the ok button was causing the contrast to change but was not selecting options as it would normally. The patient reported that there was evidence of moisture under the display screen. The patient reported that the keypad was intact. The patient reportedly wore the pump in a pump case and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was visible moisture behind the display lens. On testing, all the keypad buttons were responsive and there were no delayed button responses. A leak test was performed revealing a leak near the display lens and the case seal. The keypad cover was removed for investigation and revealed no contamination or defects of the buttons contacts. The pump was opened for investigation and revealed internal moisture damage with moisture observed on the keypad flex connector.